Event description:
The pt contacted lifescan (lfs) in 05 alleging that she had a date/time problem with the meter due to a power loss. The problem with the meter began in 05. There is no information on whether she experienced any symptoms at the time of testing. She powered the meter on and the meter displayed the incorrect date/time. She did not take any action to treat hereself, but contacted emergency services and tested on another device and received a 368 mg/dl and was treated with IV. Customer care agent (cca) sent the pt a replacement meter.